Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-12737. It was reported the patient no longer has stimulation because patient's external devices cannot establish communication with the ipg. The patient was sent a new charger.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Device 1 of 2. Reference MFR report # 1627487-2012-12737. It was reported the patient no longer has stimulation because patient's external devices cannot establish communication with the ipg. The patient was sent a new charger.